Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer will not open. A field service engineer (fse) inspected a matrix drawer in the main that was clicking and not opening. Upon inspection, the u link for the solenoid was found broken. The drawer was removed from the main, and lidocaine patches were discovered underneath, making removal difficult. The solenoid plunger was replaced, the drawer was reinstalled, and full functionality was restored. The system functioned as intended after the field service engineer repaired the device.